Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00414.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil into the aneurysm and attempted to detach the coil using the handle; however, the handle became stuck on the ruby coil pusher assembly. The physician was able to detach the ruby coil on the second attempt but still had to apply force to remove the handle from the pusher assembly. While advancing a new ruby coil through the lantern delivery microcatheter (lantern), the ruby coil pusher assembly became kinked and was removed. The procedure continued using a new ruby coil and a new handle. There was no report of an adverse effect the patient.